Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("expulsion of essure device/ migration of essure device- endometrium"), device breakage ("device breakage") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one of the coils were bad/he was inserting the other, it was bad" and device monitoring procedure not performed "essure confirmation test conducted: no". The patient's concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)-vaginal") with vaginal discharge, dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), headache ("headaches"), bladder disorder ("bladder or urinary problems or changes"), dysuria ("dysuria"), gastrooesophageal reflux disease ("gastrointestinal or disgestive system condition- type: gerd"), suprapubic pain ("suprapubic pain"), migraine ("migraine"), mood swings ("hormonal changes- mood swings"), weight increased ("weight gain"), photophobia ("allergic or hypersensitivity reaction- sensitivity to direct sunlight"), complication of device insertion ("first procedure was not successful") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and arthralgia had resolved, the device expulsion, device breakage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal infection, dyspareunia, female sexual dysfunction, headache, bladder disorder, dysuria, suprapubic pain, migraine, mood swings, weight increased, photophobia and complication of device insertion outcome was unknown and the gastrooesophageal reflux disease had not resolved. The reporter considered arthralgia, bladder disorder, complication of device insertion, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood swings, pelvic pain, photophobia, suprapubic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: vaginal haemorrhage, menorrhagia, photophobia, mood swings, vaginal infection, female sexual dysfunction, bladder disorder, dysmenorrhoea, dyspareunia, device expulsion, vaginal discharge, weight increased, gastrooesophageal reflux disease, suprapubic pain, headache, migraine, dysuria, arthralgia, device monitoring procedure not performed, device physical property issue and complication of insertion were added. Previously reported event ¿pelvic pain¿ outcome, reporter and patient demographic information, other relevant history, product start and stop date updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device/ migration of essure device- endometrium lower, posterior portion/expulsion of essure device located in my hip/pelvic"), pelvic pain ("pain/pain"), device breakage ("device breakage/device breakage essure device broke during the implant procedure") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no" and device defective "one of the coils were bad/he was inserting the other, it was bad". The patient's past medical history included gerd, migraine, headache and gastrointestinal disorder. Concurrent conditions included body mass index normal, genital bleeding, herpes virus infection, ovarian cyst, bacterial vaginosis, fibroids, breast pain, urinary tract infection, genital herpes and hematuria. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)") and mood swings ("hormonal changes- mood swings/hormonal changes-describe: mood swings"). In (B)(6) 2013, the patient experienced weight increased ("weight gain/weight gain or loss (specify which one) weight gain"). In (B)(6) 2013, the patient experienced photophobia ("allergic or hypersensitivity reaction- sensitivity to direct sunlight/allergic or hypersensitivity reaction- developed a sensitivity to direct sunlight"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal)-vaginal/infection (bladder/ urinary tract/vaginal)-vaginal") with vaginal discharge and alopecia ("hair loss spoke with a dermatologist"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"). On an unknown date, the patient experienced headache ("headaches/migraine/headache"), dysuria ("dysuria"), gastrooesophageal reflux disease ("gastrointestinal or disgestive system condition- type: gerd/gastrointestinal or digestive system condition type: acid reflux/gerd"), suprapubic pain ("suprapubic pain"), migraine ("migraine/migraine/headache"), complication of device insertion ("first procedure was not successful"), arthralgia ("hip pain/hip pain") and urinary tract disorder ("urinary tract disorder"). The patient was treated with colecalciferol (vitamin d), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, device breakage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal infection, female sexual dysfunction, headache, bladder disorder, dysuria, suprapubic pain, migraine, mood swings, photophobia, complication of device insertion, alopecia and urinary tract disorder outcome was unknown, the pelvic pain, dyspareunia, weight increased, arthralgia and fatigue had resolved and the gastrooesophageal reflux disease had not resolved. The reporter considered alopecia, arthralgia, bladder disorder, complication of device insertion, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood swings, pelvic pain, photophobia, suprapubic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: 4 coils on right and 4 coils on left visible, the patient tolerated the procedure well. The procedure was performed without complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Computerised tomogram - on an unknown date: iud is in the cervix pregnancy test urine - on an unknown date: negative . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, dyspareunia, weight gain, pelvic pain, device expulsion, vaginal discharge, mood swings, abdominal pain, device breakage, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc update. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device/ migration of essure device- endometrium lower, posterior portion/expulsion of essure device located in my hip/pelvic/migration of essure device- endometrium lower, posterior portion'), pelvic pain ('pain/pain'), device breakage ('device breakage/device breakage essure device broke during the implant procedure') and menorrhagia ('abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no" and device defective "one of the coils were bad/he was inserting the other, it was bad". The patient's medical history included gerd (not recovered prior to essure), migraine (not recovered prior to essure), headache (not recovered prior to essure), gastrointestinal disorder (not recovered prior to essure), ovarian cystectomy, genital herpes, urethral stricture, abdominal pain, urge incontinence, hematuria and heart murmur. Concurrent conditions included body mass index normal, genital bleeding, herpes virus infection, ovarian cyst, bacterial vaginosis, fibroids, breast pain, urinary tract infection, genital herpes, hematuria, vaginal odor and uterine enlargement. Concomitant products included estradiol from 2013 to 2015, estrogens conjugated;medroxyprogesterone acetate (prempro) from 2013 to 2015, medroxyprogesterone from 2013 to 2015, naproxen sodium (aleve) since 2000, oral contraceptive nos and vitamin b complex (b complex (b50)) since 2000. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)") and mood swings ("hormonal changes- mood swings/hormonal changes-describe: mood swings/hormonal changes- mood swings"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/weight gain or loss (specify which one) weight gain/weight gain or loss (specify which one) weight gain"). In (B)(6) 2013, the patient experienced photophobia ("allergic or hypersensitivity reaction- sensitivity to direct sunlight/allergic or hypersensitivity reaction- developed a sensitivity to direct sunlight"). In 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal)-vaginal/infection (bladder/ urinary tract/vaginal)-vaginal") with vaginal discharge and alopecia ("hair loss spoke with a dermatologist/hair loss spoke with a dermatologist"). In (B)(6) 2013, the patient experienced fatigue ("fatigue/fatigue"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition- type: gerd/gastrointestinal or digestive system condition type: acid reflux/gerd/acid reflux/gerd"). In 2015, the patient experienced urinary tract disorder ("urinary tract disorder/bladder or urinary problems or changes"). On (B)(6) 2015, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cyst"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes/bladder or urinary problems or changes"). On an unknown date, the patient experienced headache ("headaches/migraine/headache/migraine/headache"), dysuria ("dysuria"), suprapubic pain ("suprapubic pain"), migraine ("migraine/migraine/headache/migraine/headache"), complication of device insertion ("first procedure was not successful") and arthralgia ("hip pain/hip pain"). The patient was treated with vitamin d nos (vitamin d) and surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, device breakage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal infection, female sexual dysfunction, headache, bladder disorder, dysuria, suprapubic pain, migraine, mood swings, photophobia, complication of device insertion, alopecia, urinary tract disorder and ovarian cyst outcome was unknown, the pelvic pain, dyspareunia, weight increased, arthralgia and fatigue had resolved and the gastrooesophageal reflux disease had not resolved. The reporter considered alopecia, arthralgia, bladder disorder, complication of device insertion, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, photophobia, suprapubic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: 4 coils on right and 4 coils on left visible, the patient tolerated the procedure well. The procedure was performed without complications. Discrepancy noted in date of insertion (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Computerised tomogram - on an unknown date: results: iud is in the cervix. Pregnancy test urine - on an unknown date: results: negative. Coils were viewed on x-ray. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, dyspareunia, weight gain, pelvic pain, device expulsion, vaginal discharge, mood swings, abdominal pain, device breakage, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: plaintiff fact sheet received. Events added from pfs- reproductive system disorder or condition type of disorder or condition: left ovarian cyst. Onset date of event bladder disorder, gastrooesophageal reflux disease, device breakage were updated. Medical history, concomitant drug were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), device expulsion ("expulsion of essure device/ migration of essure device- endometrium lower, posterior portion/expulsion of essure device located in my hip/pelvic"), device breakage ("device breakage/device breakage essure device broke during the implant procedure") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no" and device defective "one of the coils were bad/he was inserting the other, it was bad". The patient's past medical history included gerd, migraine, headache and gastrointestinal disorder. Concurrent conditions included body mass index normal, genital bleeding, herpes virus infection, ovarian cyst, bacterial vaginosis, fibroids, breast pain and urinary tract infection. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)") and mood swings ("hormonal changes- mood swings/hormonal changes-describe: mood swings"). In (B)(6) 2013, the patient experienced weight increased ("weight gain/weight gain or loss (specify which one) weight gain"). In (B)(6) 2013, the patient experienced photophobia ("allergic or hypersensitivity reaction- sensitivity to direct sunlight/allergic or hypersensitivity reaction- developed a sensitivity to direct sunlight"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal)-vaginal/infection (bladder/ urinary tract/vaginal)-vaginal") with vaginal discharge and alopecia ("hair loss spoke with a dermatologist"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"). On an unknown date, the patient experienced headache ("headaches/migraine/headache"), dysuria ("dysuria"), gastrooesophageal reflux disease ("gastrointestinal or disgestive system condition- type: gerd/gastrointestinal or digestive system condition type: acid reflux/gerd"), suprapubic pain ("suprapubic pain"), migraine ("migraine/migraine/headache"), complication of device insertion ("first procedure was not successful") and arthralgia ("hip pain/hip pain"). The patient was treated with colecalciferol (vitamin d), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, weight increased, arthralgia and fatigue had resolved, the device expulsion, device breakage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal infection, female sexual dysfunction, headache, bladder disorder, dysuria, suprapubic pain, migraine, mood swings, photophobia, complication of device insertion and alopecia outcome was unknown and the gastrooesophageal reflux disease had not resolved. The reporter considered alopecia, arthralgia, bladder disorder, complication of device insertion, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood swings, pelvic pain, photophobia, suprapubic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: 4 coils on right and 4 coils on left visible, the patient tolerated the procedure well. The procedure was performed without complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Computerised tomogram - on an unknown date: iud is in the cervix. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, dyspareunia, weight gain, pelvic pain, device expulsion, vaginal discharge, mood swings, abdominal pain, device breakage, most recent follow-up information incorporated above includes: on 1-jun-2018: pfs and mr received. Events per pfs: alopecia and fatigue were added. Patient's medical history was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device/ migration of essure device- endometrium lower, posterior portion/expulsion of essure device located in my hip/pelvic/migration of essure device- endometrium lower, posterior portion'), pelvic pain ('pain/pain'), device breakage ('device breakage/device breakage essure device broke during the implant procedure') and menorrhagia ('abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no" and device defective "one of the coils were bad/he was inserting the other, it was bad". The patient's medical history included gerd (not recovered prior to essure), migraine (not recovered prior to essure), headache (not recovered prior to essure), gastrointestinal disorder (not recovered prior to essure), ovarian cystectomy, genital herpes, urethral stricture, abdominal pain, urge incontinence, hematuria and heart murmur. Concurrent conditions included body mass index normal, genital bleeding, herpes virus infection, ovarian cyst, bacterial vaginosis, fibroids, breast pain, urinary tract infection, genital herpes, hematuria, vaginal odor and uterine enlargement. Concomitant products included estradiol from 2013 to 2015, estrogens conjugated;medroxyprogesterone acetate (prempro) from 2013 to 2015, medroxyprogesterone from 2013 to 2015, naproxen sodium (aleve) since 2000, oral contraceptive nos and vitamin b complex (b complex (b50)) since 2000. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)") and mood swings ("hormonal changes- mood swings/hormonal changes-describe: mood swings/hormonal changes- mood swings"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/weight gain or loss (specify which one) weight gain/weight gain or loss (specify which one) weight gain"). In (B)(6) 2013, the patient experienced photophobia ("allergic or hypersensitivity reaction- sensitivity to direct sunlight/allergic or hypersensitivity reaction- developed a sensitivity to direct sunlight"). In 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal)-vaginal/infection (bladder/ urinary tract/vaginal)-vaginal") with vaginal discharge and alopecia ("hair loss spoke with a dermatologist/hair loss spoke with a dermatologist"). In july 2013, the patient experienced fatigue ("fatigue/fatigue"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or disgestive system condition- type: gerd/gastrointestinal or digestive system condition type: acid reflux/gerd/acid reflux/gerd"). In 2015, the patient experienced urinary tract disorder ("urinary tract disorder/bladder or urinary problems or changes"). On (B)(6) 2015, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cyst"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes/bladder or urinary problems or changes"). On an unknown date, the patient experienced headache ("headaches/migraine/headache/migraine/headache"), dysuria ("dysuria"), suprapubic pain ("suprapubic pain"), migraine ("migraine/migraine/headache/migraine/headache"), complication of device insertion ("first procedure was not successful") and arthralgia ("hip pain/hip pain"). The patient was treated with vitamin d nos (vitamin d) and surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, device breakage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal infection, female sexual dysfunction, headache, bladder disorder, dysuria, suprapubic pain, migraine, mood swings, photophobia, complication of device insertion, alopecia, urinary tract disorder and ovarian cyst outcome was unknown, the pelvic pain, dyspareunia, weight increased, arthralgia and fatigue had resolved and the gastrooesophageal reflux disease had not resolved. The reporter considered alopecia, arthralgia, bladder disorder, complication of device insertion, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, photophobia, suprapubic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: 4 coils on right and 4 coils on left visible, the patient tolerated the procedure well. The procedure was performed without complications. Discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Computerised tomogram - on an unknown date: results: iud is in the cervix. Pregnancy test urine - on an unknown date: results: negative. Coils were viewed on x-ray. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, dyspareunia, weight gain, pelvic pain, device expulsion, vaginal discharge, mood swings, abdominal pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device/ migration of essure device- endometrium lower, posterior portion/expulsion of essure device located in my hip/pelvic"), pelvic pain ("pain/pain"), device breakage ("device breakage/device breakage essure device broke during the implant procedure") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no" and device defective "one of the coils were bad/he was inserting the other, it was bad". The patient's past medical history included gerd, migraine, headache and gastrointestinal disorder. Concurrent conditions included body mass index normal, genital bleeding, herpes virus infection, ovarian cyst, bacterial vaginosis, fibroids, breast pain, urinary tract infection, genital herpes and hematuria. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)") and mood swings ("hormonal changes- mood swings/hormonal changes-describe: mood swings"). In (B)(6) 2013, the patient experienced weight increased ("weight gain/weight gain or loss (specify which one) weight gain"). In (B)(6) 2013, the patient experienced photophobia ("allergic or hypersensitivity reaction- sensitivity to direct sunlight/allergic or hypersensitivity reaction- developed a sensitivity to direct sunlight"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal)-vaginal/infection (bladder/ urinary tract/vaginal)-vaginal") with vaginal discharge and alopecia ("hair loss spoke with a dermatologist"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"). On an unknown date, the patient experienced headache ("headaches/migraine/headache"), dysuria ("dysuria"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition- type: gerd/gastrointestinal or digestive system condition type: acid reflux/gerd"), suprapubic pain ("suprapubic pain"), migraine ("migraine/migraine/headache"), complication of device insertion ("first procedure was not successful"), arthralgia ("hip pain/hip pain") and urinary tract disorder ("urinary tract disorder"). The patient was treated with cholecalciferol (vitamin d), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, device breakage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal infection, female sexual dysfunction, headache, bladder disorder, dysuria, suprapubic pain, migraine, mood swings, photophobia, complication of device insertion, alopecia and urinary tract disorder outcome was unknown, the pelvic pain, dyspareunia, weight increased, arthralgia and fatigue had resolved and the gastrooesophageal reflux disease had not resolved. The reporter considered alopecia, arthralgia, bladder disorder, complication of device insertion, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood swings, pelvic pain, photophobia, suprapubic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: 4 coils on right and 4 coils on left visible, the patient tolerated the procedure well. The procedure was performed without complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Computerised tomogram - on an unknown date: iud is in the cervix. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, dyspareunia, weight gain, pelvic pain, device expulsion, vaginal discharge, mood swings, abdominal pain, device breakage, most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event urinary tract disorder added. Concurrent condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.